Event description:
Operating room custom pack manufactured by avid, sold via medical action, containing kimberly clark drapes. Kc xl drape 135 100" x 77" 502394 had metal shavings, dust particles and an unconfirmed substance that appeared to be oil in the drape. This drape also had a large tear hole in it. This was an ortho split pack catalog number: umdn005-03 lot number: 887478. This is the first of three packs we received with a 'melted' drape in it. Operating room table had to be broken down which delayed surgery. Also see mw517296 and mw51295.